Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
During troubleshooting with a customer regarding a reported service code, the AED began flashing red and displayed a "replace battery pack now" warning. This issue did not occur during patient use.